Event description:
It was reported by service report that the bed would not stay leveled, as the head-end was always higher. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Result: faulty head-end lift.